Manufacturer narrative:
Correction to initial MDR: the initial MDR was sent in error, this is not a reportable event.

Event description:
A report was received that the patient was experiencing a mechanical pain in the back which was not device related. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing a mechanical pain in the back which was not device related. The patient underwent an explant procedure. No device malfunction was suspected.